Manufacturer narrative:
The complaint of no flow / can't prime / difficult to prime on item 055-d1000 cannot be confirmed. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and probable cause cannot be determined. The device history review (DHR) review of the possible lots 14150873, 14150874, 14145000, 14049404, shared by the customer, was performed, and no non-conformities were found that would have led to the reported condition on the complaint.

Manufacturer narrative:
The customer did not know the lot number. However, provided possible lot numbers (plots d4).

Event description:
The event involved a tego connector where the customer reported that the tego venous access connector presented an obstruction. There was patient involvement, but harm was not reported as a consequence of this event.